Event description:
It was reported that when patient presented in clinic for a routine follow up, episodes of auto mode switch due to oversensing far r-wave issue was observed on the device. Programming changes were made. Patient was stable prior, during and post device check and will continue to be monitored.